Event description:
On (B)(6) 2009, the patient reported that while attempting to change the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. She was instructed how to remove the plunger from the piston rod. She stated that a small amount of insulin spilled into the cartridge compartment and she dried the compartment prior to the report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.